Event description:
The customer's mother reported that the customer's blood glucose reached 29 mmol/l [523 mg/dl] and that cannula dislodged from the infusion site. The customer was taken to the ER where she received IV fluids as treatment.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.